Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. The fse reconnected the display to video receiver cable and checked functionally. All functional and safety test performed. Handed over the machine in working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that cs100 intra aortic balloon pump had a display flickering issue. It was identified during routine check. There was no patient involvement.